Event description:
The pump was received for analysis.

Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6) , ubd: 2023-05-18, UDI#: (B)(4) h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2024: clonidine with concentration 765 mcg/ml at a dose rate of 125.75 mcg/day, and morphine with concentration 10 mg/ml at a dose rate of 1.644 mg/day. H6: eval code method code: b20 is applicable to the 8782 device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown morphine drug (10mg/ml at 1.64mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had increased pain, return of pain, and symptoms of intermittent withdrawal. The patient mentioned lifting a sixty to seventy pounds box in the garage. A catheter access port (cap) aspiration was done and successful aspiration. The spinal pocket was revised to create a better strain relief loop and to ensure the catheter did not look kinked. A dye study was performed after revising the pocket which showed good flow to the tip of the catheter. The healthcare provider (hcp) requested pump replacement as this was the third revision on this patient and the hcp was concerned there may be an issue with the pump. A new synchromed iii pump was implanted and connected to existing catheter. The patient weight and medical history were asked but unknown at this time. The patient status was alive and no injury. The issue was not resolved.

Event description:
Additional information was received from a company representative stated that the drug information was clondine 125.75 mcg/day 765 mcg/ml.

Manufacturer narrative:
See h6 for code updates. Pump: the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.